Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. In addition to the tip cover glass being damaged, the objective lens being damaged, and loosening of the collar ring. There were no additional findings. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the telescope "oes elite", 4 mm, 12°, hd, autoclavable, had damage inside the optical system. There was no patient harm associated with the event. The device was evaluated, and it was found that the tip cover glass was damaged, objective lens was damaged, and the collar ring was loosening. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported failures were caused by wear and tear as well as excessive force. Olympus will continue to monitor field performance for this device.